Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: tgv, athlete premium. Guide cath: sheathless. Evaluation summary: analysis of the returned product noted blood and contrast on the shaft, which is consistent with handling. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The balloon was separated from the outer member at the proximal balloon seal. The material at the separation was jagged and the shaft was stretched proximal to the separation, suggesting that the separation may be related to tensile overload (material stress/fatigue). Although it was reported that the sds and guide wire were removed from the anatomy as a single unit to avoid using force and possibly causing damage to the stent system, the sds and guide wire were returned to abbott vascular separated from each other. Although the separation was not reported, this type of damage is consistent with force applied to the stent delivery system (sds) as resistance is encountered during retraction of the sds from the guide wire. The inner member was still intact and was not separated. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The tip inner diameter, past the proximal seal at the separation, and the guide wire exit notch, met manufacturing criteria. A non-abbott guide wire was returned with blood and contrast on the coils and core, which was used to backload through the returned sds without resistance noted. The outer diameter of the guide wire was .01360 inches. Since there was no report of any damage to the sds or guide wire prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. To ensure this is not the result of a product deficiency, all sds are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, all guide wires are visually inspected for damage during manufacturing and quality control performs on line reliability testing to verify product quality. It is possible that the build up of blood in the guide wire lumen of the sds and on the guide wire during the procedure contributed to the difficulties and as resistance was encountered, if force was applied, this would contribute to the balloon separating. A review of the product manufacturing records did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint and there have been no related incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. In this case the reported resistance during advancement and retraction of the sds on the guide wire and subsequent balloon separation appear to be related to the operational context of the procedure.

Event description:
It was reported that during the procedure in an unspecified vessel, a non-abbott guide wire was advanced. An attempt was made to advance a 3.0 x 12 xience v stent system on the guide wire; however, after approximately 30 cm, the stent system became stuck on the guide wire in the guiding catheter. The stent system and guide wire were removed from the anatomy as a single unit to avoid using force and possibly causing damage to the stent system. The procedure was completed using a new unspecified guide wire and a 3.0 x 12 promus stent system. There was no reported significant clinical delay in the procedure and no reported adverse patient effect.